Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). The delivery system was returned for evaluation.  Visual inspection was performed and noted flex tip gouges, crimp balloon torn, compression on flex shaft, and nose tip bent likely due to returned packaging. The 3mensio imagery provided confirms patient¿s vessel tortuosity, size and calcification. Dimensional and functional inspections were performed and no manufacturing non-conformances were identified. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A review of lot history revealed no other complaints for delivery system ¿ difficulty with valve alignment - unable and handle ¿ fine adjust difficulty. One (1) complaint was found with the complaint code balloon ¿ torn, however no manufacturing non-conformances were identified.  A review of the complaint history from october 2017 to september 2018 revealed other similar returned complaints for the trend categories above were confirmed. However, no manufacturing non-conformances were identified during the investigations of the similar complaints.  A review of complaint history revealed that the occurrence rate did not exceed the september 2018 control limit for all the trend categories. A review of the instruction for use (IFU) and training manual revealed no deficiencies.  Inspections and tests during manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. As noted in the complaint description, ¿the aorta was tortuous¿. If the valve alignment was performed in a non-straight section of the aorta, it can cause the thv to unseat. During engineering evaluation, flex tip gouges were observed, which is likely indicative of valve diving. If the thv is unseated during valve alignment, it can result in higher than usual alignment forces, making it difficult to achieve final alignment position. High alignment forces can impact the gross and fine adjust, as described in complaint description.  Compression was observed on the flex shaft indicating the presence of increased tension experienced. Tension in the system during valve alignment would have resulted in increased valve alignment forces, and caused perceived issues with the handle mechanism. If the valve alignment forces are high enough, they are able to potentially cause a material failure in the area in question resulting in a balloon tear. Under simulated conditions (tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces with valve diving. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment. The complaint for delivery system ¿ difficulty with valve alignment ¿ unable and handle ¿ fine adjust difficulty were unable to be confirmed. No manufacturing nonconformities were found in the returned sample. Available information suggests that patient factors (tortuous anatomy) and/or procedural factors (valve alignment in a non-straight section) may have contributed to the event. Since no labeling or IFU inadequacies have been identified, no corrective or preventative action is required at this time. The complaint for balloon ¿ torn was confirmed. A definitive root cause was unable to be determined, but it is possible that patient/procedural factors contributed to the reported event. No manufacturing non-conformance and no labeling/IFU inadequacies were identified. Per management discretion, the balloon torn issue and its associated risks have previously been documented and assessed in a product risk assessment. In addition, to address the emerging trend in ic bond complaints, a CAPA is being updated.  Additionally, a review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessments of the failure mode is not required at this time.

Event description:
As reported, during tavr of a 29 mm s3 valve in the aortic position via transfemoral approach, the patient had very tortuous abdominal/thoracic aorta. After multiple unsuccessful attempts to align the valve, the physician decided to remove the valve, delivery system and sheath. New sheath, valve and delivery system were prepped and inserted. Wire changed to safari2; buddy wire with lunderquist thru pigtail catheter allowed successful valve alignment and deployment with no patient complications. Per report, there was no difficulty placing the esheath or advancing the delivery system. There was difficulty with fine adjustment, however, a lot of tension was built up in the system with gross alignment as well. There was no patient injury. The patient's aorta was tortuous. Per engineering evaluation, a balloon torn was observed.